Event description:
It was reported that a white particle was found floating in a small volume intermate. This was observed after compounding with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: (lot 14m006 was manufactured between november 5, 2014 and november 10, 2014). The device was not returned; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.